Event description:
It was reported by sales representative that the device was explanted, due to valve developed sand granular like vegetation, all cultures were negative. The device was replaced by size 27mm. No further information is available. The device was discarded therefore, it is not available for return.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through edwards hvt sales representative. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.two requests were made via telephone for the device, operative report, and additional information, however, no additional information was provided, and no device was returned for evaluation.